Event description:
The account alleged that the nurse call was inoperable. No patient impact.

Manufacturer narrative:
The technician replaced the sidecom power control board assembly to resolve the issue.